Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 1 device was received for evaluation; 1 event was confirmed during testing for overheating, but not for the reported event of sparking. The device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device caused sparking and overheated. The customer reported that there was patient involvement; no patient impact for the event of the spark. During service at the manufacturing facility, the device overheated; no patient involvement, no patient impact.